Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would reset when they attempted to change the infusion set. The customer's blood glucose was unknown. The customer also reported the insulin pump would count up to seven and turn off. The customer also reported the drive support cap was loose on the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. Device received with cracked belt clip slot and cracked reservoir tube lip.